Event description:
Patient scheduled for hip replacement surgery for displaced right hip femoral neck fracture with diffuse osteopenia. Patient prepped for surgery with spinal block anesthesia. Event chronology: at 19:45, procedure started. At 20:12 femoral head excised and cement applied. At 20:15, o2 saturation, blood pressure and pulse dropped significantly. Treated with medications and laryngeal mask airway. At 20:28, procedure completed, pt supine and intubated. Resuscitation continued. At 20:49, pt expired.